Event description:
Daughter of home pt (hp) reports pt extension line separation from pd transfer set during initial drain of homechoice treatment, after pt had pulled on tubing. Hp's daughter stated hp had stretched too far from machine. Hp's son attempted to reconnect line without using aseptic technique. Per hp, treatment was discontinued at this time and prophylactic antibiotics were received. Per rn, no injury resulted from incident.